Event description:
It was reported that the user believed the pump was delivering too much insulin and had been changing cgm targets in an attempt to resolve the issue; troubleshooting and education were provided, and the case was transferred for clinical support. Symptoms included hypoglycemia treated with oral glucose. Outcomes included no noted health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to characterize a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.